Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's daughter that this device was not working properly. No additional details were provided. Additional information was reported that a lead revision was performed to replace a right ventricular (rv) lead that exhibited loss of capture. All measurements were in normal range with the newly implanted rv lead. Later that same day, the rv lead presented with loss of capture. Another follow up was performed the next day and noise and intermittent capture was noted with the rv lead. The patient was kept in the hospital for over a week and the same observations were noted during each follow up. An issue was suspected with the pacemaker and another revision was performed. During the procedure, it was noted that although the rv lead was inserted into the port, the pacemaker's setscrew was not engaged. The pacemaker was replaced and will be returned for laboratory analysis. The rv lead remains implanted and in service. No additional adverse patient effects were reported.